Event description:
Boston scientific received information that this patient experienced cardiac arrest and had to be externally defibrillated. A device interrogation was performed and it showed what looked like torsades des pointes. The arrhythmia logbook showed no episodes indicating that the device possibly never sensed enough of the accelerated rhythm to store an event. Technical services was consulted and suggested optimizing the sensitivity settings on the device. At this time, the patient is intubated and in the hospital.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.